Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. It was confirmed that a service technician replaced a 6.3 amp fuse to resolve the issue and return the machine to service. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an issue with a melted fuse on a fresenius 2008k hemodialysis machine. The issue was discovered when the machine would not turn on prior to the start of treatment. It was confirmed a patient was not connected to the machine when the problem occurred. A service technician replaced a 6.3 amp fuse to resolve the issue and return the machine to service.